Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped3 pipeline failed to open. Corelab reported proximal end of stent not completely open and therefore wall apposition at full length was not achieved. Medical history: controlled hypertension, bulimia nervosa, cholecystectomy. Baseline aneurysm characteristics: unruptured and untreated left internal carotid artery (ica) c7. Saccular aneurysm measuring 20.5mm x 18.3mm with maximum diameter of 28.6mm and neck size of 5.9mm. Baseline aneurysm symptoms: localized headache, nausea/ vomiting.

Event description:
Additional information received reported the surgeon denies corelab finding that the proximal end of the pipeline did not open stating it is "absolutely not true. The device is fully open both distal and proximal, full wall apposition is achieved throughout the entire length of the device." The surgeon also noted the procedure was completed as planned. The pipeline "was deployed in the ica followed by aneurysm packed with coils through a jailed in microcatheter, no technical problems, no complications."

Manufacturer narrative:
MDR decision corrected to not reportable. No additional reports will be submitted unless additional information received indicates a reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.